Event description:
The patient reportedly experienced a loss of lock between his external equipment and cochlear implant. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.